Event description:
It was reported that the customer experienced a blood glucose (bg) level of 331-566 mg/dl range; cause was unknown. Customer administered a manual insulin injection to address elevated blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.